Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used in the endovascular treatment of the patient with a 87mm abdominal aortic aneurysm. The patient previously had a non mdt (e-tegra jotec) stent graft implanted a week previously and 8 endoanchors were implanted for the treatment of a type ia endoleak. It was reported that the endoleak was resolved after placement of the heli-fx endoanchors. It was reported that the patient had renal failure, diagnosed via blood testing 3 months later and that this was assessed by the investigator as related to the stent graft and heli-fx device. The patient had medication and a secondary intervention to implant a renal stent but this was unsuccessful and the event is unresolved. The cause of the event is undetermined. No additional clinical sequelae were reported and the patient is continuing with treatment.